Event description:
It was reported that high, out of range high voltage lead impedance was observed. A header set screw was observed to be loose. Upon tightening, the impedance was normal. Patient was stable post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.